Event description:
It was reported that the patient passed away. Although the outcome was not thought to be device or therapy related, a cause of death could not be provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas) and the reported patient outcome could not be conclusively established through this evaluation. The heartmate ii lvas was not explanted for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU provides a list of adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.